Manufacturer narrative:
The information submitted reflects all relevant data received. The device is part of the advisory for this model. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular lead impedance jumped from around 500 ohm to 1500 ohm in the 2008 timeframe, and appears to have dropped back down to the 500 ohm range as of 2010.

Event description:
It was reported that there is decreased sensing, increased impedance and high threshold on the ventricular lead. Device ventricular capture management is "erratic". The device and lead are still in use. No patient complications have been reported as a result of this event.